Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient was implanted with cslp construct on an unknown date. Later, screw was noted to be backing out of the plate. Follow up x-ray showed cervical spine locking screw and locking screw were backing out. Surgeon plans to revise patient on (B)(6) 2011. This is the 1st of 2 reports submitted on this event.